Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00439 . Transseptal puncture with brk1 and sl1 for af ablation. Needle and sheath prepped in the normal fashion. No reshaping of sheath or needle. Needle advanced up sl1 dilator with stylet and allowed to rotate freely. Puncture performed, needle withdrawn, sheath aspirated which produced a small plastic shaving. Procedure completed successfully without patient complications.